Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the transmitter and insulin pump. No harm requiring medical intervention was reported. Troubleshoot unknown.  It was unknown whether the customer will continue the use of the device, but the device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.